Event description:
During the final acceptance test of the autopulse platform (sn (B)(6)) at zoll on may 02, 2025, as part of the service, the shaft home position could not be adjusted. No patient involvement.

Manufacturer narrative:
During the final acceptance test of the autopulse platform (sn (B)(6)) as part of the service, the shaft home position could not be adjusted. The root cause of the observed issue was a failed encoder, which was replaced to address the issue. Following encoder replacement, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).